Event description:
Physio-control evaluated the device and found it difficult to turn on and off. The main keypad assembly was worn. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio was unable to further analyze the removed keypad assembly since it was damaged during removal.